Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-140mg/dl fasting. Verified test strips expire 01/26/2018. Customer's test strips are being stored in the kitchen and opened vial date was unknown. Reviewed meter memory (B)(6). Customers concern:with of the meter memory results reviewed. Customer called stating his mother's meter is giving her results higher than expected results. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-140mg/dl fasting. Verified test strips expire 01/26/2018. Customer's test strips are being stored in the kitchen and opened vial date was unknown. Reviewed meter memory: 1:217mg/dl (B)(6) 2015 12:43:00 pm fasting:yes. 2:241mg/dl (B)(6) 2015 01:04:00 pm fasting:yes. 3:250mg/dl (B)(6) 2015 01:01:00 pm fasting:yes. 4:171mg/dl (B)(6) 2015 01:36:00 pm fasting:yes. 5:171mg/dl (B)(6) 2015 12:46:00 pm fasting:yes. Customers concern:with of the meter memory results reviewed. Customer called stating his mother's meter is giving her results higher than expected results. No adverse event reported.